Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. The reported issue was unable to be replicated by the manufacturer representative. The imaging system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not seeing the side trackers on the imaging system¿s gantry. The image acquisition system (ias) was rebooted and the issue was resolved. This caused a 5 minute delay, and there was no impact on patient outcome.